Event description:
It was reported by the affiliate during an appendectomy procedure, that there was a misfire. Another instrument was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the tsw35 device was received in good visual condition and with a cartridge not loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be peformed due to the condition of the device. However, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.